Manufacturer narrative:
Device received with unexpected battery power loss, failed battery test and low battery alert due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced a high blood glucose as well as insulin pump received power loss alarm and replace battery alarm. The blood glucose level was unknown at the time of incident. Customer¿s mother stated that they did not receive a power loss alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer's stated that the battery was not previously used. The product will be return for the analysis.